Event description:
It was reported that the patient experienced leakage with the artificial urinary sphincter (aus). During procedure, the surgeon encountered a connector with the tube and breakage in the tubing. The breakage was not right at the connector which was unusual. It was found fractured in several places and was likely due to tension of the panniculus against the fascia. The entire aus was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.